Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss and performance decrement with the device. Subsequently, the internal device and fixture was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.